Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported mechanical jam with the foot could not be confirmed as the returned device analysis verified the foot deployment and retraction functioned as expected. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported mechanical jam and subsequent treatment appears to be related to interaction with the patient¿s calcification such that contributed to the reported inability to open / deploy the foot. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional transcatheter aortic valve implantation (tavi) procedure. Reportedly, the footplate did not deploy when the lever was lifted. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath, and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.